Event description:
Per complaint (B)(4), an abutment was unable to detach from a dental implant during clinical procedure. The implant was not used. There was no patient impact as a result of the event.